Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service in (B)(4) on (B)(6) 2010 alleging that the onetouch® ultravita meter has an error 2 message. The patient's diabetes is managed with oral medication. Reportedly, 10 days prior to contacting lifescan, the patient had symptoms of feeling tired. The error 2 message began on (B)(6) 2010 at 8 am. The next morning, the patient went for a doctor's office visit. The patient's healthcare provider reportedly treated the patient with glucose tablets while the patient obtained a blood glucose reading of "72 mg/dl" on the lab. The patient's oral medication was reduced by 50% on the day of concern. According to the troubleshooting performed with customer service, the error 2 message was not resolved with training. It was noted that the error 2 message occurred when the power button is pressed. This complaint is being reported because the patient claimed that she received medical intervention that would suggest hypoglycemia 1 day after the product issue began.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a depleted battery alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. Spc test port found dirty. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.